Event description:
It was reported the patient was in the emergency room for infected stitches and pain at the implant site. It was noted the issue was taken care of. It was reported the device was working fine.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0e06g, implanted: (B)(6) 2014, product type: lead; product ID 3889-28, lot# va0e06g, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).